Manufacturer narrative:
The reported event could be confirmed with the provided radiograph in which we can see that the nail is broken from its proximal web and the fracture / non-union in the trochanteric region is also visible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided radiograph and inputs from the doctor as stated in the event description, most probably a non-union of the fractured bone has resulted in the breakage of the nail due to stress exceeding its bearing limit. However, an exact root cause of the complaint event could not be determined without physical evaluation of the failed product and the immediate post-operative x-rays. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6) 2024, a gamma 4 implant was inserted for a trochanteric fracture. On (B)(6) 2025, the patient visited the hospital complaining of pain, and an x-ray revealed that the nail (in the lag screw hole area) was broken. The doctor believes that the nail was under stress due to nonunion. Reoperation (bha) is scheduled for (B)(6) 2025."